Manufacturer narrative:
The results of the investigation concluded that a leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause for the reported and confirmed leak is consistent with damage during use.

Event description:
During an atrial fibrillation procedure, when saline was used to rinse the introducer after insertion, the liquid leaked through the hemostasis valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. Based on the analysis of the returned device, a leak was noted.